Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample and 1 photo from the customer for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for foreign matter in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "there was foreign matter in the gel of the sst tube."